Event description:
Data provided through anonomised clinical trial. "Patient presented to clinic where x-rays showed that a peri-prosthetic femoral fracture had happpened and was already healing. This did not lead to a coronal deformity but there was some flexion deformity. Complex surgical case but no specific cause identified for fracture. Fracture healed fully with no complications or other treatment needed."